Manufacturer narrative:
The insulin pump was received with bleeding glass on the lcd board. No cosmetic damage was noted. (B)(4).

Event description:
The customer reported via phone call that she received a new insulin pump and there were purple lines at the bottom and middle of the display. Her blood glucose value at the time of incident is unknown. The customer states that the lines were on the display when the pump was removed from the box. She was advised to discontinue use of the pump and revert to a back-up plan her health care provider's instruction. The customer returned the pump for analysis and received a replacement device.